Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, the peritoneal dialysis registered nurse (pdrn) reported that it was possible the upper respiratory illness in the patient¿s family contributed to the peritonitis. There is no allegation of a machine malfunction or deficiency or a leak with the cycler set reported for this event. Based on the available information a cause of the peritonitis cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During review of medical records it was documented that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had been diagnosed with peritonitis in the past (unspecified date). Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). According to the pdrn, the patient had been diagnosed with peritonitis (signs and symptoms unknown) in (B)(6) 2018 (date unknown). A pd effluent culture result and treatment was unknown. It was documented that the family of the patient had upper respiratory illness at the time of the peritonitis which the pdrn believed may have contributed to the peritonitis. The patient was not hospitalized for the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.